Event description:
It was reported that pump malfunction occurred with no notable events prior to the issue, and customer¿s blood glucose reading displayed as high, although exact value was unknown. Customer administered correction insulin by injection and did not require assistance from any third party. Technical support helped customer reset pump malfunction, confirmed that malfunction did not recur, advised customer to resume insulin delivery and to call back if the issue happened again, and customer acknowledged instructions and was allowed to continue using pump.